Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the endoscope controller (ec) to perform failure analysis. In the system logs, the 48406 error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found related to the reported event. The ec was installed into the golden system where the system functioned as expected. The golden system was then set to run video test, 10 power cycles and sitting idle for one hour. Once testing was completed no errors related to the original complaint were found. The event was confirmed based on error log review; however, the issue was not able to be replicated during in-house testing. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issues. The ec was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the endoscope controller (ec). The system was tested and verified as ready for use. As of the date of this report, the ec has not yet been received by isi for evaluation.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the endoscopes self-test failed when connecting to the endoscope controller (ec). The site tried two endoscopes and power cycle system, but the issue persists. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and found error 48406 pointed to illuminator watchdog timeout and guided to hard power cycle, clean the endoscopes connectors, and try the third endoscope, but the issue persists. Site decided to convert to a traditional laparoscopic procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted ports were placed prior to the issue being identified. Site could not use the da vinci to perform surgery due to the ec malfunction (no endoscope video image), so the surgeon decided to convert to laparoscopic surgery. The conversion did not result in increasing port size incision or adding additional ports. The patient tolerated the change with no patient injury. System functionality was checked upon powering on the system and the system initially powered on without errors. Technical support was contacted for troubleshooting and full troubleshooting was completed.